Event description:
It was reported that this patient had a syncopal event and was taken urgently to the hospital. This right ventricular (rv) lead exhibited pacing impedances greater than 3000 ohms as well as loss of capture (loc). A revision procedure was performed and the lead was found to be fractured. No additional adverse patient effects were reported. This rv lead was explanted and returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was extended and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 262mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with flex fatigue damage. Analysis concluded that the clinical observations of loss-of-capture, syncope and high impedance were likely caused by the confirmed fracture.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and would be updated at that time should pertinent information be provided. (B)(4).

Event description:
It was reported that this patient had a syncopal event and was taken urgently to the hospital. This right ventricular (rv) lead exhibited pacing impedances greater than 3000 ohms as well as loss of capture (loc). A revision procedure was performed and the lead was found to be fractured. This rv lead was explanted and is expected to be returned. No additional adverse patient effects were reported.